Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. Facility staff attributed air entering the circuit while adjusting the pt's vascular access needles while in treatment. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event, and the pt has not experienced any further problems with their vascular access. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Air entered the circuit during a routine hemodialysis treatment, while attempting to adjust the pt's access needle. Attempts to recover from subsequent air alarms were unsuccessful. Rinseback was not performed due to clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.